Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with symptoms of unusual diaphragmatic stimulation. Upon review, it was discovered that the left ventricular lead was dislodged. The lead was removed and replaced and the patient was stable throughout and post-procedure.